Event description:
It was reported that the device reached elective replacement indicator (eri) and had possible premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Concomitant product: 693565 implantable tachy lead, (B)(6) 2012; 4591 competitor implantable pacing lead, (B)(6) 2012. (B)(4).